Event description:
Right internal iliac artery occlusion: when the physician attempted to implant the treo leg (28-l2-15-120u) in the right common iliac artery, the peripheral end of the treo leg entered the right common iliac artery and occluded the artery. An epic bare stent (boston scientific, 10 mm × 40 mm) was therefore implanted from the right common iliac artery to the right external iliac artery. According to the physician, the treo leg was planned to be implanted right above the right internal iliac artery by being pushed in, but the leg could not be pushed in enough, which resulted in covering the artery. Operation type: stent graft implantation. No blood loss. Ancillary device used: epic (boston scientific, 10 mm × 40 mm). (Tc#(B)(4)). Patient outcome - "the patient recovered."

Event description:
Right internal iliac artery occlusion: when the physician attempted to implant the treo leg (28-l2-15-120u) in the right common iliac artery, the peripheral end of the treo leg entered the right common iliac artery and occluded the artery. An epic bare stent (boston scientific, 10 mm × 40 mm) was therefore implanted from the right common iliac artery to the right external iliac artery. According to the physician, the treo leg was planned to be implanted right above the right internal iliac artery by being pushed in, but the leg could not be pushed in enough, which resulted in covering the artery. Operation type: stent graft implantation no blood loss ancillary device used: epic (boston scientific, 10 mm × 40 mm) (tc#bm220902310) patient outcome - "the patient recovered."